Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during defibrillation threshold testing, telemetry errors were encountered. Communication was difficult with the inductive telemetry head and with the rf head.

Event description:
Reportedly, during defibrillation threshold testing, telemetry errors were encountered. Communication was difficult with the inductive telemetry head and with the rf head.

Manufacturer narrative:
Please refer to the attached analysis report.